Manufacturer narrative:
The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Event description:
There was an allegation of questionable inr results with coaguchek cc-xs plus meter with serial number (B)(4) for one patient when compared to a laboratory using stago neoplastine reagent. On (B)(6) 2022 the meter result was 6.4 inr and the result from the laboratory within 4 hours was 3.6 inr. On (B)(6) 2022 the meter result was 7.9 inr and the result from the laboratory within 4 hours was 5.1 inr. Based on the laboratory result, the patient skipped warfarin for 2 days and then resumed the normal dose. On (B)(6) 2022 the meter result was 5.1 inr and the result from the laboratory within 4 hours was 3.5 inr. The patient's therapeutic range was 2.5 - 3.5 inr. She tests weekly.